Manufacturer narrative:
H3: six pictures of a cadd cassette reservoir were received and evaluated. One picture showed a cassette female luer with a leak between the extension tube and female luer. Two of the pictures showed a female luer from the cassette. The other 2 pictures showed the reported cassette product. Two cadd cassette reservoirs from part number 21-7609-24 and lot number 4066515 in their original packaging open inside a plastic bag. Functional and leak testing were conducted by passing water through the cassette. Leaks were detected in the luer thereby confirming the reported issue. The samples were broken in the female luer to review if there was any issue with the bonding. It was discovered that the tubes were not fully inserted into the two samples. An inadequate dispenser was used in the operation and that was the cause of the issue. The cause of the complaint was attributed to the manufacturing process.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that during the use of the product, the customer noticed medical fluid was leaking from the connector. There was no patient injury.